Event description:
It was reported that the atrial lead warning triggered, and the atrial lead exhibited high impedances, resulting in a polarity switch. Additionally, the right ventricular (rv) lead exhibited low impedances. The atrial lead will continue to be monitored and remains in use. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead, implanted: (B)(6) 2003. (B)(4).